Event description:
As reported the patient had outpatient procedure and rn noticed slightly smaller than dime size reddened area with some serious drainage noted at device site. Device values within normal limits. Patient was scheduled for an extraction on (B)(6) 2020. The two epicardial leads remain in service. This is similar to events MDR 2183787-2020-00012.